Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer stated that the home glucose monitors go up to 600 anything over 400 and it stops working. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.